Manufacturer narrative:
(B)(4). Absorption issue. Attempts to obtain the following information have been performed but not received. If the further details are received at a later date a supplemental medwatch will be sent how many days post-op was the absorption issue occur? Was the absorption noted during regular post-op visit? Was the wound infected? Was re-suturing done? What medical/surgical treatment was provided? Please provide the medicine name, strength and dose if administered. What is your present condition? What date did the patient present with symptoms? Do you know what is the lot number? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a ptosis incision operation on an unknown date in 2019 and suture was used. There was an absorption issue with the internal suture. No other information is known. Additional information has been requested.